Manufacturer narrative:
(B) (4).

Event description:
Two weeks after implant, the implantable neurostimulator was removed due to a (B) (6) infection. The device was not replaced due to the (B) (6). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.